Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic inspection noted a hole in the rv+ seal plug and tool marks on the device casing. The rv+ and lv retainer rings were bent upward. This would indicate that excessive force was used to retract the setscrews. No other irregularities were noted. A lead was inserted into each lead barrel and each set screw tightened on the lead pin without difficulties. The device was put through and passed a series of automated diagnostic testing. Analysis testing could not confirm the reported lead stuck. The bent retainer ring in the rv+ and lv is consistent with induced damage. The device meets specification for normal battery depletion, electrically.

Event description:
Boston scientific crm received information that during the routine device replacement procedure; the setscrew of this cardiac resynchronization therapy defibrillator was loosened, however, the right ventricular defibrillation lead could not be extracted. As the lead was being manipulated; the lead likely dislodged and loss of capture was observed and the patient experienced asystole for two seconds requiring pharmaceutical therapy. The patient's rhythm recovered; however, the lead impedance was less than 200 ohms. A new device and right ventricular lead were successfully implanted. The explanted device was returned for analysis.